Manufacturer narrative:
In the evaluation of omsc the following was confirmed; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc could not reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the subject device. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error occurred about the subject device. There was no report of patient injury associated with this event.